Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged issue could not be verified; however, a different issue was identified (damaged usb pins). The information will be used for tracking and trending purposes.

Event description:
It was reported that the control-iq algorithm delivered an auto-bolus in response to the continuous glucose monitor (cgm) sensor reading; however, the cgm sensor reading was inaccurate. Reportedly, the cgm blood glucose (bg) reading was 250 mg/dl, and the meter bg reading was 76 mg/dl. As a result of the auto-bolus, customer's blood glucose (bg) level lowered and was displayed as ¿low¿; however, a specific value was not provided. Bg was addressed via consumption of glucose gel tablets. System check with tandem technical support did not identify any additional issues with the pump or related supplies. No additional patient or event information was available.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.